Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, an altitude alarm occurred. No impact to the customer's blood glucose. Customer loaded a new cartridge and resumed insulin delivery.